Event description:
It was reported when using the as lvp 20d, the device experienced flow issues and clogged, blocked/occluded product. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the infusion does not flow and occlusion alarm occurs. Labor and delivery nurse reports that when connecting portless tubing to primary administration set with port near patient, that infusion does not flow, and occlusion alarm occurs. Primary admin set contains carrier fluid, portless tubing contains oxytocin with rate of 2ml/hr. Staff reports that "wiggling" tubing assists with clearing occlusion alarm.

Manufacturer narrative:
H6: investigation summary: two photos were returned by the customer. It was reported that the infusion does not flow and occlusion alarm occurs. The photos show the sample, however they do not verify the complaint. A device history record review for model 10942011 lot number 20086784 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(4) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the as lvp 20d, the device experienced flow issues and clogged, blocked/occluded product. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the infusion does not flow and occlusion alarm occurs. Labor and delivery nurse reports that when connecting portless tubing to primary administration set with port near patient, that infusion does not flow, and occlusion alarm occurs. Primary admin set contains carrier fluid, portless tubing contains oxytocin with rate of 2ml/hr. Staff reports that "wiggling" tubing assists with clearing occlusion alarm.